Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence. The aus was implanted approximately 15 years ago. The patient's recurring incontinence began approximately two months ago. A new aus device was implanted. It was further reported there were no device malfunctions seen and the patient was doing fine following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.